Event description:
Following implantation, the distractor foot plate on the pt's left mandible broke off from the spot weld. A second surgery was performed to explant the broken distractor and a replacement distractor was implanted.